Event description:
It was reported that the greenlight laryngoscope handle did not illuminate when an emergency medical tech removed the handle from the bag for use on a patient. The emt removed a backup handle from the bag and the same issue occurred. The emt removed the battery cartridge from the handle and noted that the battery was not properly seated in the cartridge. The emt reportedly reinserted the battery and the handle functioned properly. The reporter indicated that this took approx 60 seconds. No adverse pt outcome resulted.

Manufacturer narrative:
The redesigned greenlight ii handle of the greenlight laryngoscope system leaves the battery unsupported at the top of the module. At rest, the positive terminal on the upper battery is held in place by the battery insert housing. If the handle is subjected to force perpendicular to the long axis of the handle, the aa battery can shift so that the positive pole of the topmost battery slips out of the hole and cannot make contact with the pressure switched light. The issue is specific to the current revision released on (B)(6) 2010 and would not occur on previously released revisions. The product was placed on hold on (B)(6) 2010.